Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads, a broken belt clip slot and a cracked reservoir tube lip.

Event description:
Customer's father reported the battery compartment had cracks and the screen was fairly scratched up. The insulin pump continues to have issues every time a new battery is changed and customer's father is having difficulty reading the screen to the damage. Customer's blood glucose was unknown. Customer's father was unsure how damage occurred. Customer's father was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. Customer's father agreed to return the device for further analysis. Customer's father stated customer was hospitalized for high blood glucose and will call back to give further details.